Event description:
It was reported that there was an end of service (eos)/end of life (eol) message following an overdischarge recovery. It was recommended that the implantable neurostimulator (ins) be replaced. The patient met with a manufacturer representative on monday prior to the report to perform an physician mode reset (pmr) to get the battery to recover from the overdischarge. The last time the patient felt stimulation was about three months ago. The patient experienced a loss of therapy and return of pain in the neck and shoulders. The battery depletion was due to patient noncompliance and multiple pmr performed. The battery had not been explanted or replaced. It was suggested that they wait a few months to replace the battery due to other issues. The patient was using continuous mode. The pain was controlled with other prescribed methods. The patient was not receiving therapy.

Manufacturer narrative:
Product ID: neu_ptm_prog, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).